Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary: two photos and one used sample was provided to our quality team for investigation. Through visual inspection, the barrel is observed to be cracked. Manufacturing equipment and areas where the product moves within the manufacturing area is protected to avoid damaging the product. The final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Event description:
It was reported that a crack was found in the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from dutch to english: "the crack was detected during administration (application of the filled syringe to the syringe pump). This was not observed during filling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The reported lot # [2003155] was not found for the reported catalog # [300865]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a crack was found in the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the crack was detected during administration (application of the filled syringe to the syringe pump). This was not observed during filling."